Event description:
It was reported the patient had difficulty recharging their device. It was stated there was a por message on recharger. It was noted the patient¿s device was interrogated with clinician programmer. It was stated the device began recharging immediately.

Manufacturer narrative:
(B)(4).